Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The user facility's clinical engineer reported that during routine testing of the device, a piece off one of the gears had fallen into the sternal saw. The saw will not go back and forth. The cable will not grip onto the gear inside. There was no patient involvement.